Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for the balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) went to the hospital because the product was not working properly. Two weeks later upon inspection, it was confirmed that the cuff had a hole, so the cuff was explanted and replaced. No additional information provided.